Event description:
Plugged in bovie and it activated on its own. Unplugged it, and made sure button was not being depressed and plugged it back in. It activated again but the staff took the bovie off the field and replaced with another.